Manufacturer narrative:
The customer was provided with support for the device issue from a ge healthcare service representative. Replacement of the central processing unit (cpu) board was recommended to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
While starting the device prior to patient use, the hospital reported an error which may result in the inability to initiate mechanical ventilation. There was no report of patient involvement.